Event description:
It was reported to philips that the movements of the c arm and table of the allura device were unavailable. The device displayed the message "geometry movements partially available." No patient harm was reported. To date, no further information was received. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, the system was not in clinical use. A philips field service engineer (fse) inspected the system onsite and found that the system indicating that the geometry movements were partly available are displayed but the c-arm and table does not work. Fse tried to restart the system but it did not resolve the issue. Review of log files revealed startup problem with the drive system control computer. Control computer had stopped starting up on the bios screen. Further evaluation revealed that the internal battery was worn out which led to the issue. The fse replaced the internal battery. After replacement the device was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.